Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, uveitis, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, uveitis and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that the patient's pre-existing medical conditions and non-compliance with medication were contributing factors. MFR# reference: (B)(4).

Event description:
It was initially reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented on postop day one (1) with a hyphema described as "mild", which was treated with medication. Per report, the patient was doing "okay", and the surgeon was seeking guidance for postop examination and evaluation of the stent's positioning. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing optimal timeframes for performing a postop gonioscopy examination, and viewing the stent location. The discussion also included ways to manage the patient's hyphema and intraocular pressure (iop). Through further follow-up, the following additional information was received. The surgeon reported an uneventful cataract surgery and stent implantation. Per report, the patient developed a hyphema characterized as a grade I, which resulted in loss of best corrected visual acuity (bcva) and noted that the patient also has anterior uveitis. Reportedly, the patient's current status was in "poor compliance with medication" and has "stopped all medications". The report also noted that the patient's anticoagulant therapy and history of type I diabetes mellitus contributed to the reported event, which has "resolved".